Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging an intermittent power issue. The reporter stated that there was a hairline crack in the pump near the battery cap and that the pump would reboot when it was taken out of a pocket where it had been worn by the patient. Reportedly, there was no damage to the battery cap, no moisture or corrosion to the pump, the cap fit securely onto the pump and the yellow o-ring was not visible. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/21/2014 with the following findings: the battery cap could not be fully tightened and a power loss was observed. The battery cap threads were observed to be damaged and a battery compartment crack was observed. A test battery cap was used for all testing and a power loss did not occurr with the test cap. The audio bolus button cover was observed to be detached/missing and contamination was present on the button contact. The pump was exercised with a test cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of loose components or moisture inside the pump. The black box showed multiple unexplainable power reset events prior to the complaint date.